Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an stent implantation procedure the implant was placed, but the first window came out again, they had to start again the implant to put it back but the patient was no longer compliant. The stent was certainly pushed out by the surgeon applying too much pressure, or by goniotomy further into the trabeculum, or by the fact that the patient was moving. The product was not available. There was no patient impact. Additional information has been requested.

Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. A sample was not received at investigation site for evaluation for the report of the micro stent implant was placed, but the first window came out again, removed by goniotomy; therefore, the condition of the product could not be verified. No lot number was identified with this complaint. Therefore, a device history record review could not be conducted. Therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).